Event description:
It was reported that, when the carrier was removed from a opsite flexifix gentle 5cmx5m, much of the silicone adhesive removed with the carrier and did not remain on the film, so it could not be used. It was supposed to use for skin protection under the mask when using bipap, however, no product was used to protect the skin this time. No patient harm. No delay was reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the complained product has been returned and evaluated. A visual and functional evaluation confirmed that silicone remained on the carrier paper, resulting in reduced adherence. The root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now complete, with corrective actions in place, which is currently under effectiveness review. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.